Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2024. No product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection due to a detached sensor wire that is bent. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information. D9 device available for evaluation - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H3: device evaluation by manufacturer - addition information. H6: adverse event problem - addition information.

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2024. Product was provided for evaluation. An external visual inspection was performed and there was major damage. The allegation was confirmed due to a detached sensor wire and a probable cause could not be determined. No injury or medical intervention was reported.